Event description:
Customer contacted ameda, inc on (B)(6) 2015 to report a hissing sound coming from the battery compartment as she was using the purely yours breast pump on battery power on (B)(6) 2015. Customer reports the ac adapter stopped working so she used a 6 aa batteries to power on the pump this morning. Customer opened the battery compartment after pumping and found dark fluid leaking from some of the batteries. Dark fluid also leaked out of the tubing port adapter. Customer states some fluid got on her small right finger. She washed her finger with coll water and was not burned or injured.

Manufacturer narrative:
The returned product was tested per ameda engineering protocol to determine whether the allegation of leaking fluid could be confirmed. The returned product was assessed for indications of malfunction or thermal event. The returned product was assessed for functionality and met functional specifications. Dark grey substance, e.g. Battery acid, was observed inside the battery compartment. Internally, no signs of foreign substance, burning, melting or charring were observed. Additional testing confirmed that batteries may leak when the upper middle battery is placed incorrectly, with the positive and negative and reversed.